Event description:
Will lift but comes back down. It was learned in speaking with the reporter that when the patient was up the lift slowly began to come back down. The lift is now in the repair center. Parts have been ordered for repair and the lift is no longer in use. Been in use since 2007. She is unsure when the lift began malfunctioning. Demographics are approximate. The lift was manufactured in 2003.